Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tubes, left occlusion only') and device dislocation ('malpositioned right essure device') in an adult female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("injury dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes,") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic right salpingectomy and on (B)(6) 2013- salpingectomy(unilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, hormone level abnormal, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hormone level abnormal, pelvic pain and weight increased to be related to essure. The reporter commented: as per mr: (B)(6) 2013: operation: laparoscopic right salpingectomy, left tubal sterilization (filshie clips) and hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) left occlusion only. Lot number: b02266. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tubes, left occlusion only') and device dislocation ('malpositioned right essure device') in an adult female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("injury dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes,") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic right salpingectomy and on (B)(6) 2013- salpingectomy(unilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, hormone level abnormal, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hormone level abnormal, pelvic pain and weight increased to be related to essure. The reporter commented: as per mr: (B)(6) 2013: operation: laparoscopic right salpingectomy, left tubal sterilization (filshie clips) and hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) left occlusion only. Lot number: b02266. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received. Reporter information, lot number added. Event: malpositioned right essure device added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tubes, left occlusion only') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("injury dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes,") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2013 salpingectomy (unilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, hormone level abnormal, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hormone level abnormal, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Previously reported event "injury" was replaced with "dysmenorrhea (cramping)", events " pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), perforation - fallopian tubes, hormonal changes, fatigue, weight gain", lab data added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.